Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
On october 19, 2020, olympus medical systems corp. (Omsc) received literature and a lecture titled "cleaning evaluation in the endoscopic scope after machine cleaning-is the environment clean even 3 or 4 days after cleaning?". In the literature and lecture, it was reported that the result of the microbiological test using 6 olympus endoscopes. These endoscopes were 3 gif-h290z, 2 cf-hq290zi, and a jf-260v. As a result of the microbiological testing, the following microbe was detected. 1 scope: gif-h290z microbiologic results: mssa (methicillin-susceptible staphylococcus aureus) there was no other information about the infection in this literature. Based on the available information, other detailed information such as the number of microbes and serial number was not provided. Therefore, omsc will submit a medical device report (MDR) depending on positive microbiological testing.